Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) and left ventricular (lv) leads showed high, out of range shock and pacing lead impedances on the rv lead when attempting to deliver a shock. Inappropriate anti-tachycardia pacing (atp) and electric shock were delivered due to noisy signal over sensing. Also, there were some signal artifact monitoring events with minute ventilation termination algorithm. At a device interrogation at the calling clinic the device was interrogated and a (B)(4) indicating an open circuit condition was triggered. Also, high pacing thresholds on rv and lv were observed. At this time, the right ventricular (rv) lead was explanted and replaced as a conductor fracture was discovered. This rv lead is expected to be returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) and left ventricular (lv) leads showed high, out of range shock and pacing lead impedances on the rv lead when attempting to deliver a shock. Inappropriate anti-tachycardia pacing (atp) and electric shock were delivered due to noisy signal over sensing. Also, there were some signal artifact monitoring events with minute ventilation termination algorithm. At a device interrogation at the calling clinic the device was interrogated and a code 1005 indicating an open circuit condition was triggered. Also, high pacing thresholds on rv and lv were observed. At this time, the right ventricular (rv) lead was explanted and replaced as a conductor fracture was discovered. This rv lead has been returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The abrasion is long and smooth, indicative of lead-on-lead contact. Also, the abraded area would have been located within the heart. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) and left ventricular (lv) leads showed high, out of range shock and pacing lead impedances on the rv lead when attempting to deliver a shock. Inappropriate anti-tachycardia pacing (atp) and electric shock were delivered due to noisy signal over sensing. Also, there were some signal artifact monitoring events with minute ventilation termination algorithm. At a device interrogation at the calling clinic the device was interrogated and a code 1005 indicating an open circuit condition was triggered. Also, high pacing thresholds on rv and lv were observed. At this time, the right ventricular (rv) lead was explanted and replaced as a conductor fracture was discovered. This rv lead has been returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
Correction of h10, additional MFR narrative field. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that lead could have been fractured when an arc melted it apart, causing the conductor to be discontinuous. The observed abrasion is long and smooth, indicative of lead-on-lead contact. Also, the abraded area would have been located within the heart. If information is provided in the future, a supplemental report will be issued.